Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 the device was returned sealed in the sterile packaging. Visual examination of the returned product/provided pictures found the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during product picking from shelf on 09 july 2024, it was found that the battery of this complaint product has already been exploded inside of the sterile package. No patient involvement, impact, or delay reported. Due diligence information complete.

Event description:
It was reported that before surgery on (B)(6) 2024, it was found that the battery of this complaint product has already been exploded inside of the sterile package. No patient involvement, impact, or delay reported. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone: +81-463-30-4809, g2: foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.